Event description:
Procedure type: lap nephrectomy. Reportedly, after firing the instruments, the surgeon was unable to open the jaws by pushing up on the handle. The tissue was cut around the jaws to release them and then clips were placed on the tissue. The surgical time was extended by 15 minutes and there was little blood loss.

Manufacturer narrative:
.